Manufacturer narrative:
Information is provided to provide the FDA component code of the complaint device. One opened knife sample was received in a blade protector tray for the report of dull knives. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed by the investigation site. Photo number one shows two blade protector trays wrapped with custom pack lists. Photo number two shows two knives seated correctly in blade protector trays with product label information. Photo number two confirms the type of knife associated with the complaint however, no information of the reported issue can be confirmed. The returned sample was found to be conforming therefore, a dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife sample was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that multiple knives were dull while performing the incision during separate surgeries. Alternate knives were obtained in order to complete each procedure. There was no harm to any patient.